Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 50 mg/dl and was not sure of the reason that was causing low blood glucose. Customer's blood glucose at the time of call was 46 mg/dl. Troubleshooting was performed and customer was advised to contact healthcare professional regarding low blood glucose readings. At the end of call, customer's blood glucose was rising to 80 mg/dl.